Event description:
It was reported that during a stomach tube formation procedure, smoke reeked up from the tip of the device after a few actuations, and the tissue pad wore down more than usual. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.